Event description:
I was plugging in an IV pump. I was using the red outlet on the left side of the bed underneath the monitor. When I plugged in the pump I received a shock in my left arm. I took the pump out of service and notified maintenance via security.